Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose. Customer indicated that their blood glucose was 91mg/dl at the time of the call but unknown at the hospital. Customer also indicated that some of their basal rates are missing. Customer indicated that they have changed their basal rates although, their doctor did not recommend to do this. The customer was unsure as to what their pump or insulin basal settings should be and requested assistance with this. Troubleshooting advised the customer to contact their doctor to see what their correct basal settings and rates should be. Customer was also advised to call back if any further assistance is necessary.